Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9651821) impeded in the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number 31597985) and could not be advanced. Upon attempted retraction, the stent was found detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the surgery. There was no procedure delay or prolongation, and no adverse patient consequences were reported. Additional event information received on 05-jan-2026 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event. One photo is attached to the complaint file. The image captures the introducer with the delivery wire and the stent still attached to it. No other damage was observed. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5mmd 28mml enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the corewire was separated in two pieces. The stent was still attached to the delivery system and inside the introducer. No additional damage was observed. A device history record (DHR) was performed, and no internal actions were identified. The issue reported regarding the stent being prematurely detached is not confirmed, as the device was found still inside the delivery wire and inside the introducer. The issue reported regarding the impeded condition of the stent could not be evaluated since the separated delivery wire prevented a functional testing. This damage was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5mmd 28mml enterprise vascular reconstruction device (product code: enc452800, lot number: 9651821) impeded in the hub of a prowler select plus 150/5cm (product code: 606s255x, lot number: 31597985) and could not be advanced. Upon attempted retraction, the stent was found detached from the delivery wire within the microcatheter hub. Both the microcatheter (mc) and stent were removed from the patient, and new devices were used to complete the surgery. There was no procedure delay or prolongation, and no adverse patient consequences were reported. Additional event information received on 05-jan-2026 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with a photograph of the device, which is pending further analysis. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. One photo is attached to the complaint file. The image captures the introducer with the delivery wire and the stent still attached to it. No other damage was observed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 9651821. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint regarding the stent being impeded in the microcatheter hub cannot be evaluated based on the photo provided. The issue reported regarding the stent being separated prematurely from the delivery wire was not confirmed based on the observed device condition. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.